Event description:
It was reported that a catheter extension set, with onelink, had experienced an occlusion during infusion. The infusion occurred on a patient, with an unknown fluids. According to the report, the nurse saw blood located in a j-loop when the occlusion occurred. There was patient involvement; however no adverse event was associated with the report. Additional information was requested and is not available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not available for evaluation, however three unused samples from the same lot were returned and evaluated. The companion samples were visually inspected and functionally tested. No nonconformances were identified. Should additional relevant information become available, a supplemental report will be submitted.